Event description:
Health professional reported right side capsular contracture, baker grade iii/IV that was painful and deforming. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted the event (capsular contracture) could not be observed as it is a physiological complication. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported right side capsular contracture, baker grade iii/IV that was painful and deforming. The device has been explanted and replaced with non-abbvie device.